Manufacturer narrative:
A lumenis service engineer visited the site on (B)(6) 2018 and upon evaluation of the laser system observed that the fiber was stuck in the fiber port. The engineer determined that the fiber and blast shield were blown and the laser was continued to be fired. Unable to remove the fiber as it had been fused to the lens cell assembly, the engineer replaced the lens cell and bad blastshield. Alignment of each brick to the fiber port and power output were checked and found to be within manufacture specifications, and the system was returned to the facility ready for use. In this case it was reported that "the laser wasn't working. It had been seen that the laser wasn't having any effect on the stone" rather than inspect the delivery system and debris shield as instructed in the um, the facility continued working with the system until the laser burned a hole through the debris shield subsequently burning the fiber focus assembly. A review of subject device lumenis p120 labeling ((B)(4)) revealed the following: "if you hear an abnormal popping sound while delivering the treatment beam, accompanied by a dramatic reduction in treatment effect, the debris shield and/or the optical fiber have probably failed; you should immediately stop treatment and inspect both the debris shield and the fiber." "The debris shield is a replaceable part that protects the laser system's optical components from damage by a failed delivery system. The debris shield is like a fuse: you only need to replace it if inspection reveals that it is damaged." Additionally, the subject device labeling instructs when there is no laser emission or inadequate or no aiming beam the user is instructed to replace the delivery system, and inspect & replace the debris shield if necessary. [?]furthermore, the subject device labeling reveals that "spare debris shields are located in the compartment at the rear of the laser console. A notification appears in the notification bar when there is no spare in the compartment." Blast shields are user replaceable parts which are included with the system. When a user changes a blast shield it may enable resuming the operation. Blast shields are user replaceable parts, and when a user changes a blast shield it may enable resuming the operation. The operator manual instructs the user about the proper use of the system and components, and the system should be used by a professional user. Although lumenis acknowledges that there may have been a malfunction with the laser fiber which caused the blast shield to burn, based on the information above, lumenis concluded that device operator's failure to follow subject device IFU to be the probable cause of the reported event. Although the user facility successfully completed the procedure with an alternate device, it is uncertain if the user facility had to use the alternate laser as intervention to prevent permanent damage. In an abundance of caution lumenis is reporting this malfunction.

Event description:
A user facility reported that during a stone procedure in which a lumenis pulse 120 was being utilized with a lumenis moses 200 fiber, the laser was reportedly not having any effect on the stone. The facility kept firing, but nothing was happening. The facility's technician reportedly "tried to remove the fiber from the laser but the connector was hot and the fiber kept twisting and twisting and wouldn't come off". An alternate laser and fiber was brought in to complete the case. No report of staff/patient injury or complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the staff/patient's condition.